Manufacturer narrative:
The lot number is unk; therefore, the manufacture date cannot be determined. The suspect device has been received for eval; however, the analysis has not been completed, therefore, the cause of the reported malfunction is currently undetermined.

Event description:
Note: the event date is unk. It was reported to boston scientific corporation in 2008, that a low profile balloon was placed during a percutaneous endoscopic gastrostomy (peg) procedure. According to the complainant, "the bolus feeding tube leaked the nutrition [enteral feeding solution]." The device was replaced with another corflo cubby low profile gastrostomy device. No pt complications were reported as a result of this event.